Manufacturer narrative:
Customer indicated that patient information cannot be provided due to personal data privacy legislation/policy. Date of event: the exact date is unknown. The best estimate is between the implant and explant dates: (B)(6) 2016 through (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a non-preloaded intraocular lens (iol) was explanted from the patient¿s left eye due to the lens was displaced post-operatively. Regarding how long the issue persisted, the customer responded it occurred during the time between surgeries. An unplanned vitrectomy was performed. Customer also stated no sutures were required, no incision enlargement, no prescribed medication. They indicated that the directions for use were followed. The replacement iol is the same model lens with the same diopter power.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 03, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received crushed inside of the lens insert and with a haptic bent. The lens was cleaned revealing, that the lens was damaged from the lens insert. No further issues were identified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.